Event description:
During a review of the pump's event history by baxter canada personnel, a colleague infusion pump was found to have experienced failure code 545:320:844:0000 which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module master software version is 5.04.00, which is classified as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 545:320:844:0000, and the root cause was determined to be a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced to repair the reported condition.